Event description:
During stage ii discectomy / fusion l5-s1, the drill bit broke requiring use of another drill to remove drill pieces from bone. Planned screw placement was no long possible to translaminar facet screw was used. No additional adverse effects to patient other than prolonged surgery. This resulted in patient transfer to hospital for complete recover as 23 hour stay at our center was reached before patient could be safely discharged. Patient was undergoing fusion potion, using vendor supplied drills and screws.